Event description:
The device was connected to a pt described as in cardiac arrest. The pt was diagnosed with an asystolic ECG. Reportedly, the device would not recognize that the therapy cable was connected to the device. No add'l event info was reported. The pt was not resuscitated. The reporter stated the pt was not a viable candidate for resuscitation.